Manufacturer narrative:
Additional information has been requested, but no new information has been received to-date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member that sixteen days post implant of this aortic bioprosthetic valve, the patient expired. The caller stated that the patient never recovered from the heart surgery. The cause of death was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.